Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as a red and itchy rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed cortisol ointment for the rash. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.